Manufacturer narrative:
Device evaluation: two devices were received and evaluated for the needle button released complaint. The devices were inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed.

Event description:
The patient reported that the needle of the v-go 20 released before the 24-hour wear period. It was reported that the v-go was applied to the patient's thigh. It was reported that devices are available for return to the manufacturer for evaluation.